Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported material rupture appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with mild tortuosity and mild calcification that was 90% stenosed. No resistance was felt during advancement of the 3.0 x 20 mm trek rx balloon dilatation catheter to the lesion. The balloon ruptured during the first inflation after being held for 15 seconds at 10 atmospheres. No further dilatation was required. The procedure was successfully completed after a stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.